Event description:
Patient was revised to address pain and elevated metal ion levels.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update rec'd 01/14/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient was revised to address aseptic lymphocytic vasculitis associated lesions. At this time the sleeve and stem are being reported.the complaint was updated on: 02/01/2016.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.